Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product user reported that his new tracheostomy tube was found leaking while in use. According to the reporter, when the device was found leaking, he replaced it with his older backup tracheostomy tube. The reporter explained that he felt his new tracheostomy tube was made from a new material and/or the "pitch" was off which caused it to leak. The reporter indicated that no adverse health outcome resulted from the event.

Manufacturer narrative:
The product user returned one used bivona® tracheostomy tube for investigation. The returned device was not the actual bivona® custom tts¿ tracheostomy tube listed in the initial report, instead, the returned device was one that the customer felt fit them properly. No allegation had been made against the returned device. The root cause of the reported issue was unable to be determined. (B)(4).